Event description:
It was reported the patient's programmer displayed "call your doctor" icon. Enter code: # 375. The patient reports seeing the "replace the patient programmer battery" icon. The patient reported he would replace the batteries. The patient was not able to adjust stimulation. Further information indicated that two days prior to the patient's report, he felt no stimulation sensation. The patient stated the device was "not working". The patient indicated there was no known accident or incident related to this complaint. No symptoms or further outcome were reported. Additional information has been requested, a follow-up reported will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).